Event description:
It was reported that 4 bd pegasus IV catheter experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: the nurse used the pegasus indwelling needle and found that the package was not clean and there was foreign matter in the heparin cap without opening the package.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-apr-2023. H6: investigation summary a device history review was conducted for lot number 2350866. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted by the facility was reviewed by our quality engineers, who determined that the identity of the foreign matter was fiber from the clothing of one of our operators. H3 other text : see h10.

Event description:
It was reported that 4 bd pegasus IV catheter experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: the nurse used the pegasus indwelling needle and found that the package was not clean and there was foreign matter in the heparin cap without opening the package.